Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced low blood glucose. Customer was not admitted to the hospital. Customer stated that she was at a store and when she tested her blood glucose it was 19 mg/dl, but her sensor was reading 40 mg/dl. The paramedics treated at the site with IV glucose. Customer ate and waited for her levels to stabilize. Nothing further reported.